Event description:
Ventilator failed while on an unstable pt. Ventilator had to be replaced. Audible and visual alarms were activated. Error code "pf" was displayed. This indicates "power failure". This had to be internal to the ventilator as the outlet was still functioning.